Manufacturer narrative:
Section b3: event date is estimated. It was reported to abbott, a patient¿s ipg had reached end of life. The patient and physician decided they would replace the nevro leads along with the eol ipg. The entire system was explanted and replaced with abbott leads and ipg. There were no complications. Effective therapy was restored post-op. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient's ipg had reached end of life approximately a year ago. Surgical intervention was undertaken on (B)(6) 2024, wherein the patient's ipg was explanted, replaced, and therapy was restored.